Event description:
The catheter was placed right side cephalic without difficulty. 8cm was trimmed from the catheter prior to placement. An x-ray showed the catheter positioned left mid-clavicular. When the stylet wire was removed it had separated with a piece of the wire in the thoracic area. The piece of wire was successfully removed and there were no patient complications.